Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation from their implantable neurostimulator (ins). The patient stopped feeling the stimulation and had increased it to 9.5 volts and tried all for their programs but still felt nothing. Using the programmer unit it was determined the stimulation was on and at 9.5 volts. On follow up it was unsure what led up to issue although it was noted that the patient had helped clean up limbs/debris from a fallen tree, passed 25 pound block to build a wall, and maintained their garden which they considered normal activities. Reprogramming was performed as a step to resolve the loss of stimulation issue. The indications for use of the device were noted as non-malignant pain, failed back surgery syndrome, and postlaminectomy pain. If additional information is received, a follow-up report will be sent.